Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that 7 years and 1 month post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic insufficiency of the bioprosthetic valve. No additional adverse patient effects were reported.